Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on his way to work. He moved to the side of the road and changed the reservoir and was still receiving a no delivery. The customer stated that every time he rewinds the insulin pump it would alarm no delivery when the piston reaches the reservoir. Blood glucose value at the time was 130 mg/dl and customer stated it went up to 550 mg/dl when getting to work. The customer reverted to manual injections. Customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot and would be returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.